Event description:
It was reported after patient's pump was interrogated for a regularly schedule refill, hcp noticed that a motor stall had occurred in the event logs. Hcp refilled and reprogrammed the pump and motor stall recovered. Hcp recommended replacing pump. Roller study and event logs confirmed motor stall had occurred. In addition, the patient reported he fell shortly before going to hcp's office for refill. It was noted patient had withdrawal along with nausea, and vomiting. The pump contained fentanyl 2500 mcg/ml, hydromorphone (dilaudid) 3 mg/ml, and bupivacaine (marcaine) 2%. At the time of this report, no further details were reported. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).